Manufacturer narrative:
Additional information: the patient presented with acute coronary syndrome. The target mid lad lesion was reported as being tight. There was critical stenosis of the proximal diagonal branch. There was 50% moderate stenosis of the posterolateral branch of the circumflex artery. There was severe aortic stenosis in tavr protocol. Right radial access was used with a 6f sheath. 5f catheters were used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 5th and 6th stent wraps, with struts raised and overlapping. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. Kinking was evident along the distal shaft, 5-6cm proximal to the distal tip. A kink was visible along the hypotube during analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely calcified lesion in the lad. There was critical stenosis of the anterior descending artery and the diagonal branch and moderate stenosis of the circumflex artery. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated with 1.5 x 12mm and 2.0x 15mm. The device did notpass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that the severely calcified lesion was advanced. It is reported that the device failed to cross the lesion and that the device presented with partial unfolding/detachment in the middle segment and was unable to be used again. The stent only partially deployed. " non mdt stents were used to complete the procedure. A good flow was obtained with tmi 3 flow. No patient injury is reported.